Event description:
It was reported that while the patient was an inpatient in hospital for unrelated reasons, the patient's heart rate was noted to exhibit bradycardia though the patient was asymptomatic. Programming changes were made. The patient was stable before, during and after the event.

Event description:
It was reported that while the patient was an inpatient in hospital for unrelated reasons, the patient's heart rate was noted to exhibit bradycardia though the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during and after the event.

Manufacturer narrative:
Correction: section b5, post paced t wave oversensing should have been included in b5.